Event description:
It was reported that a merlin.net transmission revealed the pulse generator exhibited noise and atrial oversensing. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.